Event description:
Patient presented for a planned right lower extremity angiogram with angioplasty. During the procedure, two balloon catheters ruptures on irregular plaque leading to seeming occlusion of the deep femoral branch. There was concern for potential retained balloon material, the procedure was aborted, and a vascular surgeon was consulted. The patient was urgently taken to the operating room suite for intervention. No balloon fragments were identified. At the time of the balloons rupturing, the interventional radiologist was not utilizing the insufflator and only using approximately 8 mm hg of hand pressure. 1st balloon: medtronic evercross balloon catheter 6mm x 60mm - reference # ab35w06060135, lot # unknown. Pinhole rupture. 2nd balloon: medtronic evercross balloon catheter 6mm x 40mm - difficult to extract. Reference#: ab35w06040135, lot# b767225f82010. Ref report: mw5168654.